Manufacturer narrative:
Date of event estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty closing the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure a common femoral artery was attempted using a prostyle device relative to an unknown procedure. Reportedly, all deployed well through harvesting the suture. When the footplate lever was retracted there was no engagement with the feet. The feet did not close. A surgeon was called for removal of the device. The device was "popped out" with no surgical intervention and no issues. The suture was not used. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.